Event description:
The customer contacted physio control to report that their device's battery status had suddenly changed from three (3) bars to zero (0). Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was not able to duplicate the reported issue. The root cause could not be determined. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio control performed an evaluation of the customer's device and was unable to reproduce the reported issue. In a review of the downloaded device data it was verified that the device's battery had suddenly depleted during its daily automated self-test. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device's battery status had suddenly changed from three (3) bars to zero (0). Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.